Manufacturer narrative:
Product ID: 8709, lot# l59326, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Event description:
It was reported that the actual residual volume (14 ml) was greater than the expected residual volume (2 ml). This was not the first refill of the pump. There was no therapy or medical problem; the patient did not report any change in symptoms. The pump was delivering dilaudid. Additional information has been requested, but it was not available as of the date of this report.